Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h10 visual examination of the provided pictures confirmed hex driver fracture. No other information can be obtained from the picture. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: remove type of investigation code 4114 as device has been returned. Complaint sample was returned and evaluated against the reported event. Visual evaluation of the product shows signs of repeated use and the hex feature was fractured. Only the hex feature was returned and dimension was found within specification. Additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source - foreign: (B)(6). The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device was retained by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a knee arthroplasty revision the surgeon planned to replace the tibial components, however could not disassemble the hinge post extension with the locking driver. The screw could not be un-tightened by the driver and the tip of the driver subsequently broke. The patient's femoral side was opened to remove the hinge and tibial components, however, the operation was extended three hours due to this disassembly difficulty. No additional patient consequences were reported.